Event description:
Customer reports that she was not able to find serter and had to insert infusion set manually and woke up with blood glucose of 200 mg/dl. Customer states she received a no delivery alarm and was able to clear with infusion set change. Customer threw away set and was not able to verify if cannula was bent. Customer did not want to replace set, she requested that serter be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.